Manufacturer narrative:
Aspen surgical received a report from the customer indicating that product was not working properly as the inner piece of the needle guide was not attached to the outer cover and the biopsy needle was pushing the inner metal piece out. This situation had been reported previously, and an investigation as well as a CAPA (B)(4) were initiated. The root cause was that there was not enough glue added to the proper place to keep the inner piece in place while in use. Actions to eliminate this concern were implemented in (B)(6) 2023, and we have had no complaints for product produced after that date. However, this lot was produced prior to the implemented actions to address the concerns. Containment actions included 100% inspection of inventory of this finished good, and a quality alert was created. We will continue to monitor the situation for any additional relevant information. This report can be considered final, however if we discover any additional relevant information it will be submitted in a supplemental report.

Event description:
Aspen surgical received a report from a hospital indicating that a needle guide was not working properly as the inner piece of the needle guide was not attached to the outer cover and the needle was pushing the metal inner piece out. No injury/death was reported. This event was filed in our complaint handling system as (B)(6).

Manufacturer narrative:
Aspen surgical received a report from a hospital indicating that product was not working properly as the inner piece of the needle guide was not attached to the outer cover and the needle was pushing the metal inner piece out. The actual device is in process of being returned for evaluation, or if that is not possible then a device from the same lot will be returned for evaluation. The manufacturing lot number was provided for review. Photographic evidence was provided for review as well. If any additional relevant information is identified, the additional relevant information will be submitted in a supplemental report.

Event description:
Aspen surgical received a report from a hospital indicating that a needle guide was not working properly as the inner piece of the needle guide was not attached to the outer cover and the needle was pushing the metal inner piece out. No injury/death was reported. This event was filed in our compliant handling system as number (B)(4).